Event description:
An orthologics representative reported that a consumer had an "injection site reaction" which required subsequent hospitalization and treatment with IV antibiotics. Follow-up received on 29 mar 1999: the reporting orthopedic surgeon provided the following information: the patient received his first hyalgan injection on 11 jan 1999. A day or two later, he experienced a swollen knee. He consulted another physician, closer to his home, and received a cortisone injection in the knee without aspiration. His knee became more swollen and he was taped. The fluid culture showed scant growth of strepococcus viridans group. The patient received 6 days of IV antibiotics. He now has fibrosis, no signs of infection. Hyalgan has not been readministered. The reporter was unable to provide the lot number. Corrective treatment: IV antibiotics.